Event description:
A nurse reported that the probe and cassette had sound occurred and probe was not able to cut during the cataract and vitrectomy combination surgery. The surgery was completed on same day by replacing the product. The patient was contacted with product, but no patient impact. This report pertains to cassette involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Upon further review of information for this event it was confirmed that there was no issue with the fluidics management system (fms). The reported event (mfg. Reference number: (B)(4)) does not meet criteria for reporting as per applicable regulation. All additional reports for the probe will be submitted under mfg. Report num. 1644019-2025-03640. No further reports will be scheduled under mfg. Report num. 1644019-2025-03641. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.